Event description:
Covidien received information that due to a ventilator malfunction, the patient was removed from the ventilator. The customer reported they increased the peep from 7 to 10 and the unit would not recognize the patient. Covidien technical support engineer troubleshot this issue with the customer over the phone and suggested to run extended self test (est). The customer reported to have replaced the o2 sensor and the ventilator passed all testing.